Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) had 2 leads (from the same lot) placed for a dorsal root ganglion trial. During the trial the patient complained of back pain and was subsequently diagnosed with an epidural abscess. The trial leads were removed. The patient was hospitalized for treatment with IV antibiotics. The patient is currently stable and continues to be monitored. The physician does not believe the issue was related to the device.

Event description:
Follow-up information indicated the patient's ((B)(6)) abscess was diagnosed after the trial leads were removed and not before as previously reported.